Manufacturer narrative:
Sorin group (B)(4) manufactures stockert s3 roller pump module stockert s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the stockert s3 roller pump stopped when preparing to come off bypass at the end of a case. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report tha the stockert s3 roller pump stopped when preparing to come off bypass at the end of a case. There was no report of patient injury.

Manufacturer narrative:
(B)(4) manufactures the s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was not able to reproduce the reported malfunction during investigation. The device was intensively tested without a failure and was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.